Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at the repair center that an ovp circuit failure occurred. The repair center determined that a replacement motor controller (mc) printed circuit board assembly (pcba) was required but the customer declined to repair. No further action provided. The customer declined to replace the mc pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.